Manufacturer narrative:
The customer found another part and fitted it to work temporarily. Replacement of no foam assembly was sent to the customer. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leakage on unicel dxc 600 synchron chemistry analyzer. The customer stated y-connector broke on no foam jar lid, and no foam leaked into tray. There was no effect to patient or user.